Event description:
It was reported via phone call that they received a motor error alarm. The customer also reported they had to change the battery on their insulin pump every day. It was also found the customer had a unexpected restart alarm. The customer also reported a hospitalization event in (B)(6) of 2012 where their blood glucose declined to 20 mg/dl. The customer was unsure of the cause of their low blood glucose. Customer also stated they did not hear their sensor alert. Customer also reported several hospitalization events for surgeries on their ankle. The customer's insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.